Manufacturer narrative:
The analyzer's serial number is (B)(6) the sample was requested for investigation. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys calcitonin results for 1 patient on a cobas e 801 analytical unit. An interference was suspected. The initial result was >2000 pg/ml. The sample was repeated with a dilution (1:2 ratio), and the result was 2876 pg/ml. The sample was repeated with a dilution (1:100 ratio), and the result was 1865 pg/ml. It was discovered that the customer's diluent, which had been used to obtain the repeated results, had expired. The sample was repeated using an unexpired diluent. The sample was repeated with a dilution (1:2 ratio), and the result was 2822 pg/ml. The sample was repeated with a dilution (1:10 ratio), and the result was 2940 pg/ml. The sample was repeated with a dilution (1:50 ratio), and the result was 2205 pg/ml. The sample was repeated with a dilution (1:2 ratio using low-value serum), and the result was 2986 pg/ml.

Manufacturer narrative:
It was reported that the patient had a follow-up test, and the results were: on (B)(6) 2025, the initial result was >2000 pg/ml. A 1:100 dilution was performed, and the result was 1822 pg/ml. The result after a 1:2 dilution was 2632 pg/ml. The result after a 1:5 dilution was 2532 pg/ml. The result after a 1:10 dilution was 2432 pg/ml. The result after a 1:50 dilution was 2032 pg/ml. The result after a 1:100 dilution was 1822 pg/ml. The patient's sample was investigated, and no assay-interfering factors (including a possible macro-hct) were observed. The customer's hct result of >2000 pg/ml was confirmed during the investigation. The investigation did not identify a product problem.